Event description:
The customer stated their acuity system unexpectedly rebooted twice.

Manufacturer narrative:
Method code: the device was not returned to the mfg for eval. Eval of the device was performed by the customer. Visual examination of the interior of the cpu (central processing unit) by the customer found an accumulation of dust. Dust accumulation inhibits cooling of the cpu, and the resulting over-temperature condition, may lead to system-initiated reboots. The device's directions for use advises the user to "inspect equipment for dust accumulation" as part of the device's periodic maintenance. The device is obsolete (beyond its stated end of life).